Event description:
An attempt was made to place the filter into a patient who had been involved in a car accident. The filter was placed via the subclavian vein instead of the jugular. As the filter was released, it went to the heart. They tried to remove, but it was unsuccessful. After four hours of attempting to remove the filter in 2002, the filter was finally withdrawn into the femoral vein. A surgical cutdown was then performed and the filter was removed.